Event description:
It was reported that this was an arteriotomy closure of the minimally calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an [endovascular aneurysm repair (evar) interventional procedure. Reportedly, after suture deployment, the foot did not retract completely causing the device to be difficult to remove. Eventually, the device was pulled out with force. The suture was still able to achieve hemostasis. To complete the pre-close technique for a large hole, an additional prostyle suture was placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 clarifier: excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to close the foot was confirmed. However, the foot completely retracted into the guide. The foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficult to close foot and difficult to remove appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.